Event description:
Reporter indicated a vns pt was having increased seizures. A vns battery life estimate yielded approx 1.41 years remaining. Vns settings were performed as an intervention for the seizure increase. All attempts for further info from the reporter have been unsuccessful to date.